Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (concentration and dose unknown) and dilaudid (concentration unknown) 6.035 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient was admitted to the emergency room (ER) on (B)(6) 2017 due to altered mental status. The patient experienced diarrhea. Nausea, and vomiting shortly after the refill a week ago ((B)(6) 2017). The patient was hospitalized. It was unknown if the symptoms were related to the pump. No alarms have been heard. The hcp requested a representative to come check the pump. The hcp wanted the pump interrogated to make sure it was working properly. No troubleshooting or interventions were performed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.